Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non-sustained lead noise was received via marlin.net transmission. When an asymptomatic patient presented in clinic for a follow up, the device showed baseline noise on ventricular sense amp. The patient did not receive therapy during the oversensing. The oversensing was noted on a nsln electrogram. The device was reprogrammed and remains implanted.